Event description:
A user facility reported to olympus that no image was produced from the digital visual interface output while connected with software only. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it could be confirmed that there was no dvi output, and information was obtained that it was due to patient circuit board (dp substrate) failure. The investigation did not lead to the identification of the cause of the failure of the dp substrate. Other incoming inspection findings found were as follows: dust inside the enclosure; deformation of the net spacer. Olympus will continue to monitor field performance for this device.